Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient was implanted on (B)(6) 2021 and was transferred for additional surgery on (B)(6) 2021. On (B)(6) 2021, it was informed that the device had a sudden drop in flow from 5.0 to 1.1 lpm. The heart did not drain even after increasing revolutions, on echocardiogram there were no change in left ventricle size. The whole situation happened after defibrillation. Facility assumed that the old thrombus broke with the left atrial appendage (laa) or left ventricle. The patient was transported to the operating room. After opening the chest, a large clot was found on the inflow to the pump, blocking the flow. The pump was replaced. The patient was stable and was prepared for extubation without neurological complications. Additional information stated that after pump replacement all parameters went back to normal with the correct flow. Patient was in good condition and was prepared for discharge to the surgery ward from ICU (intensive care unit). Anticoagulation status was proper and inr (international normalized ratio) was about 3.0. Parameters before defibrillation were correct, after shock changed to low flow ~ 1.1 liters per minute and sometimes less. At the time everything was correct. There were no neurological events. There will be no device returning, the device was disposed. It was also stated that the implantable cardioverter-defibrillator (ICD) shocked a ventricular tachycardia (vt). Arrhythmias wasn't sustained. Patient often has arrhythmias sometimes and vt but more often paroxysmal atrial fibrillation. Unfortunately, after extubation, the patient decompensated by respiratory tract infection. Patient was re-intubated to the ICU and treated for lung infections. Hm3 parameters were stable and lvad therapy was working properly.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of the submitted images. Although a specific cause for the observed thrombus could not be conclusively determined, the deposition could have contributed to the reported sudden decrease in flow which was confirmed through the evaluation of the submitted log files. In addition, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported unsustained ventricular tachycardia (vt) could not conclusively be established. Review of the submitted controller event and periodic log files revealed a sudden decrease in flow below the low flow alarm threshold of 2.5 liters per minute (lpm) beginning on (B)(6) 2021 that resulted in a persistent low flow hazard alarm. Pulsatility index (pi) values and motor power remained stable throughout the data. The pump appeared to function as intended at the set speed throughout the duration of the log files. The submitted images of the clot showed a single, red thrombus formation that was removed from the device. The thrombus appeared to have a tissue-like texture. Based on the size of the thrombus and the acute nature of the decrease in flow, the thrombus appeared to have been ingested into the pump and would have contributed to the flow issues confirmed via the submitted log files. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia, pump thrombosis, and peripheral thromboembolic events as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy, including inr range. This document instructs the user to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow, and to address both as needed. In reference to pump flow, the IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm. Furthermore, the hm3 IFU and patient handbook describe all advisory and hazard alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.